Event description:
It was reported that the patient was in the hospital for a blood infection that they almost died from. The exact source of the infection was unknown, the patient stated that they had a blood infection but did not provide origin or symptom information. The patient claimed that it was due to a recalled sterile saline,250ml bottle; 0.9% sodium chloride solution.

Manufacturer narrative:
Acelis notified abbott of recall reference #: (B)(6), recall code: re167655 regarding the contaminated sterile saline solution. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate ii lvas patient handbook rev. C, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.